Event description:
In 2006 the lay user pt contacted lifescan alleging that her one touch ultra meter was prompting the error 2 message. The error 2 message can be caused by testing with a used test strip or by a problem with the meter. The med affairs spec (mas) sent a letter to the pt becasue she could not be reached by phone. The pt felt sick and headaches. She went to the dr because "she was sick and her meter wasn't working right". A result was obtained on the dr's meter; however, the pt did not remember the result. The dr increased the pt's insulin; the insulin type and dose were not provided. No info regarding the pt's diabetes regimen was provided. Info was not provided as to how long the pt experien ed the error 2 issue. The customer svc agent (csa) discovered that the pt was incorrectly applying blood to the test strip prior to inserting the test strip into the meter; this incorrect technique can cause the error 2 message to appear. The csa walked the pt through retesting and the error2 message did not appear. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because pt was unable to obtain a result for an unk period of time and developed symptoms consistent with abnormal blood glucose level. Though the dr's office result was not knonw, the dr increase the pt's insulin, indicating that the pt's blood glucose level was elevated.